Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the clinical site. It was reported that no extension was used during implant. It is unclear whether or not the patient ever had an extension implanted because this information contradicts the previous report of an extension being explanted on (B)(6) 2019.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the patient had facet blocs on (B)(6) 2019.

Event description:
Additional information was received from the clinical site. It was reported that the lower back pain had seemed to have been resolved after replacing the leads.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 20-sep-2017, UDI#: (B)(4); product ID: 977a290, serial/lot #: (B)(4), ubd: 03-jan-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), as part of a clinical study, regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that during an examination on (B)(6) 2019, they tried to find new programming because of increasing pain in the patient's lower back. Nothing was very good and the doctor decided to do blocks on (B)(6) 2019, and asked the patient to switch off the device. On (B)(6) 2019 the patient had facet blocks. They tried to find programs for better paresthesia again during an examination of (B)(6) 2019, but found nothing. Because nothing helped, they made the decision to explant and replace the leads on (B)(6) 2019. The lead was explanted and replaced on (B)(6) 2019. The etiology of the event was related to the device, specifically the leads, and not related to the implant procedure. The clinical diagnosis was increasing low back pain. The event was ongoing. Additional information was received from the clinical site. It was reported that the etiology of the event was not due to programming. No further complications were anticipated.

Manufacturer narrative:
Product ID 977a290 ,lot# 0207553874, implanted: (B)(6) 2013, explanted: (B)(6) 2019. Product type lead, product ID 977a290, lot# 0207293087, implanted: (B)(6) 2013, explanted: (B)(6) 2019. Product type lead, product ID 977a290, lot# va20qn0024, implanted: (B)(6) 2019. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the patient experienced increased pain on the right leg and did not feel good paresthesia. After the leads were replaced the patient still experienced no good paresthesia on their leg. The device was reprogrammed on (B)(6) 2019 and the patient was still not happy with stimulation on their leg. The device was reprogrammed on (B)(6) 2020. Many programs were tried and on the (B)(6) 2020 increased the pw to the max. If still nothing works, will have to put in a new lead. The outcome was ongoing. Etiology was related to the device or therapy. Additional information received reported that the reprogramming on (B)(6) 2020 did not resolve the event. It was unknown if any additional actions would be taken to resolve the event. The event was reported ongoing. Later, it was reported to not be due to programming and resolved without sequelae on (B)(6) 2019. It was reported that there was no paresthesia to the right place and they explanted the extension.

Manufacturer narrative:
Product ID 977a290, lot# 0207553874, implanted: (B)(6), 2013, explanted: (B)(6) 2019. Product type lead, product ID 977a290, lot# 0207293087, implanted: (B)(6) 2013, explanted: (B)(6) 2019. Product type lead, product ID neu_unknown_ext, lot# unknown, explanted: (B)(6) 2019. Product type extension, product ID 977a290, lot# va20qn0024, implanted: (B)(6) 2019. Product type lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the clinical site. It was clarified that it was the lead that was explanted and replaced on (B)(6) 2019 because the paresthesia of the device was not in the right place to relieve pain. The clinical diagnosis was updated to pain increasing.